Event description:
Treatment of an aneurysm. During the procedure, it was reported that the pipeline (3.50mm x 35mm) could not be released from the capture coil despite a couple of attempts. The physician attempted to remove the ped (pipeline embolization device), but it released inside the microcatheter. The entire system (pipeline, pushwire, and marksman catheter) was removed from the patient. The procedure was completed with another ped. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The pipeline and pushwire were returned for evaluation already separated and without the catheter. The evaluation could not determine the cause of the event as the pipeline was found opened and released from the capture coil; however, the capture coil was found damaged and may have contributed to the reported issue. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).